Event description:
The customer reported that the system displayed collimator iris errors upon boot preventing the system from booting to usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was evaluated and re-calibrated. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.